Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringe the syringe and mating component separated/spun out and leakage. The following information was provided by the initial reporter. The customer stated: "during vaccination, the needle (non-bd's product) was detached from the syringe (bd's product; 303172) in one case, in which the recipient did not receive the specified dose of the vaccine."

Manufacturer narrative:
H6: investigation summary no samples or pictures received for investigation. Ten retained samples from the same lot were evaluated, upon visual inspection of the samples requested, no defects can be observed. The tip of the ten syringes of each lot do not present any visual defect. Further testing was conducted, no sign of leakage occurred. A device history review was performed for the reported lot 2009096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringe the syringe and mating component separated/spun out and leakage. The following information was provided by the initial reporter. The customer stated: "during vaccination, the needle (non-bd's product) was detached from the syringe (bd's product; 303172) in one case, in which the recipient did not receive the specified dose of the vaccine."